Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745nt, lot# /serial# (B)(6), product type correction: g2; 3. Date manufacturer rec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they are having issues when trying to charge the implanted neurostimulator. Caller stated that the controller will not recognize that the recharger is plugged into the controller. Caller stated it will get stuck on finished on the controller battery but not allow them to charge the implant when they connect the recharger. Caller stated that they feel like the implant feels like it is turning in the pocket site stating that they think their fat tissue may be interfering with the implant site. Caller stated when then sit down their "cheeks go up" and they think the implant gets buried. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the batteries and confirmed green flashing light above screen; controller is 40% and implant is red/low. Caller confirmed no physical damage on recharging cord, pins nor controller connector port pins caller blew in port of controller and wiped pins on the bottom of the recharger to ensure no debris. Caller then connected recharging antenna and still the screen was stuck on controller re charging, implanted device red/low and would not advance to position screen (14). Agent asked caller if they were certain they had the recharger connected and not the power supply by accident and caller stated they are sure. Caller once again connected to power supply and confirmed controller is showing that it is recharging. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent recommended that they charge the controller to 100% so that it is ready to use upon receiving the replacement recharger. Patient called back and stated they received the replacement recharger but they thought the issue was with the controller. Patient would get no device found with nothing connected to the controller and agent reviewed information. Patient needed glasses during the call and had a hearing problem. Patient connected the recharger and got no device found. Patient pressed recharge and got a connect the recharger message; patient confirmed the recharger was connected to the controller. An email was sent to repair to replace the controller. Upon further review patient also wanted to keep the carrying case for the replacement recharger because it looked nicer than their own case and their own case didn't have patent leather stripes. Patient also noted they would have a follow up appointment. Pt called back stating that the door for the new controller doesn't fit. Agent reviewed to swap the door with the old controller. Caller did this and confirmed it fits. Caller stated they will send everything back soon.

Event description:
Additional information was received from the patient (pt). They reported that they had their appointment on (B)(6) 2023. Pt reported everything was perfect and their device was settling. Pt noted their rep was perfect and they needed more time to let their device finish its position. Pt was not messing with their device for fear that it was not grounded, and will give it time and the healthcare provider (hcp) will check the device again on their next exam. Pt left the hcp feeling much more confident.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. Product ID 97745nt, lot#/serial# (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported their implant seemed to be flipping around and turning on end right over the other and the issue began at least 3 or maybe 4 weeks ago after implant. Patient had a difficult time charging their implant. Patient was told by their hcp not to stretch for a long time. One day patient was half asleep and curled their knees to stretch then the patient heard a pop. Their healthcare provider (hcp) noted maybe it was a suture and the hcp double sutured everything so they told the patient not to worry. Patient was told to let it heal and hcp checked the patient and noted they were fine. Agent redirected patient to their hcp to address the issue and agent provided nas phone number.